Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection shows evidence of damage to the bottom of the housing where the impeller appears to have been in contact. The video provided by the customer does not show any evidence of fluid being pumped. The device was run on a bio console from 0-4000 rpm¿s, us ing fluid. The noise level recorded during the analysis was greater than 80 decibels, as compared to the specification of 68 decibels. The device was cut apart and the lower pivot appears to have melted into the impeller. Reason for return was confirmed for noise. Conclusion: complaint not confirmed for the pump decoupling from the drive, but complaint confirmed for bearing failure and noise. It is noted that if the ap40 pump is allowed to run with no fluid in the pump or circuit, this will cause degradation to the pivot bearing. Either saline or blood is required during use to cool the ceramic bearing on the inside of the pump. Also, clamping or restricting flow proximally to the pump may result in pump failure. The device instructions for use (IFU) includes warnings "never clamp or restrict flow proximally to the pump" and "never operate the pump without fluid. The excessive noise is attributed to the failing pivot bearing. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this custom tubing pack, it was noted that the manifold of the cardiotomy venous reservoir (cvr) was broken, and the ap40 decoupled. The devices were replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. There was no damage to the outer packaging.